Manufacturer narrative:
Based on the current information provided, the cause of the reported event cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation as it was discarded. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure and no relevant errors were observed during this procedure. An instrument log review was performed for this procedure and no errors were observed to be related to the reported event. A video review of the procedure was performed which confirmed that at around 10:42 there is energy delivery from the monopolar curved scissors¿ wrist cover, and it seems to appear again at 10:57 and 11:12. From this video alone, the root cause of the issue cannot be determined. Throughout the video there are some instances of instruments being out of view and of instrument collisions. It is generally recommended to keep instruments under visualization, to avoid instrument-instrument collisions and to use caution while applying energy. This complaint is being reported due to the following conclusion: during a da vinci-assisted abdominoperineal resection (apr) procedure, the patient experienced unintended tissue burn. The issue occurred when a discharge (energy delivery) was observed from the monopolar curved scissors (mcs) instrument handle through the area covered by the tip cover.

Event description:
It was reported that during a da vinci-assisted abdominoperineal resection (apr) procedure, the patient experienced unintended tissue burn. The issue occurred when a discharge (energy delivery) was observed from the monopolar curved scissors (mcs) instrument handle through the area covered by the tip cover, causing unintended tissue burn. Per the surgeon, no similar events have occurred since this failure. The mcs was on its last available usage (0 out of 10 uses remaining) and the instrument was discarded.